Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level above 500 (mg/dl). Manual injections were delivered to address bg levels. Reportedly, the customer loaded their cartridge with apidra insulin. The customer changed supplies and reverted to an alternate pump.